Manufacturer narrative:
An analysis of the retain sample lot 120716 showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.

Event description:
Compliant ID: (B)(6). A clinical study ((B)(4)) reported that after a surgery a patient experience elevated intraocular pressure (left eye, t+3). Surgical date: (B)(6) 2022. Event start: (B)(6) 2022. Event end: (B)(6) 2022. Measures taken: pharmacological treatment. Ae outcome: recovered. Phacoemulsification cataract extraction + vitrectomy + intravitreal injection + epiretinal membrane. Peeling prior to complex retinal detachment repair + macular hole closure + retinal laser. Photocoagulation + internal tamponade for complex retinal detachment (left eye).